Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin wound caused by the lifevest. The patient's nurse described the wound as a pressure ulcer and applied a dressing to the affected area. The current medical condition of the irritation is unknown.